Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump got a blank display. The customer stated that she changed the battery again but the pump did not turn on. The blood glucose level was unknown. Troubleshooting was not performed. The product will not return for the analysis.

Manufacturer narrative:
Device received with blank display, problem isolated to lcd board. Unable to perform operating currents, self test and displacement test due to blank display. Device received with stripped coin slot, cracked reservoir tube lip and cracked battery tube threads, cracked case from display window corner, cracked case and stained end cap sticker. The test infusion set and reservoir does lock into place.